Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising and high threshold, with probable loss of capture. It was also noted the patient experienced shortness of breath. Follow up yielded no information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead was reprogrammed and remains in use.